Manufacturer narrative:
Reliability analysis inspected 4 opened and used sensors and performed bicarbonate buffer test. 1 of 4 failed isig readings detected due to found sensor broken missing broken parts. 3 remaining sensors passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor broke and that the gold wire is breaking off. Customer also indicated that a bad sensor alert was received. Customer's blood glucose was 202 mg/dl at the time of incident. Troubleshooting advised customer a test plug procedure is required but customer is not able to perform this test. Troubleshooting was also offered for the sensor. The customer indicated that she would return sensor for analysis.